Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed damage of the outer jacket and inline connector bend relief. However, a specific cause for this damage could not be conclusively determined through this evaluation. Examination of the modular cable revealed cracking along the length of the outer jacket. An area where the jacket had come apart completely was also found wrapped under rescue tape, and several larger cracks were also found in the jacket, one of which breached through to the armor layer. The controller connector and inline connector pins appeared unremarkable. The cable was disassembled, and the insulation of the underlying wires was unremarkable. The modular cable passed electrical testing without issue. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) contains information regarding how to clean and care for the driveline. The hm3 lvas IFU also explains how to replace the modular cable. The relevant sections of the device history record for modular cable lot number 6890432 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 "system operations" provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline¿ in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the locking indicators on the inline connector locking nut were almost completely worn away.